Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating x-ray was unavailable, preventing imaging. Upon functional testing, the fse checked the logs and found that the ippc was unable to communicate with the flat detector controller. The fse consulted with national support specialist (nss) and confirmed that the ippc, hard drives and flat detector control needed replacement. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc, hard drives and flat detector control by the fse resolved the reported issue and restored the functionality of the system. After replacement of the ippc, hard drives and flat detector control the fse performed the necessary detector calibrations, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating x-ray was unavailable, preventing imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.